Event description:
It was reported that during an appendectomy procedure, the device did not cut properly and the staples did not close correctly. Another device was used to complete the procedure. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.